Event description:
User experienced a leak from inside the analyzer that pooled on the countertop. User stated the fluid ran down the side of the cabinet and onto the floor. No pt samples affected, no operator injury. The field svc rep determined the cooling unit was leaking and repaired it.